Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 4 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. The home patient(hp) contacted this writer on (B)(6) 2011. The hp stated this was an isolated incident. The hp stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. The lot number was not provided; therefore, a batch review was not conducted.